Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm (pump error 23). It was reported that there was no occlusion alarm. Customer's blood glucose value was 381.6 mg/dl at the time of the incident. This morning bg was 252 mg/dl. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No power error 25 alarms, pump error 24 alarms noted in the pump trace download. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted in the pump trace download, however the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with corroded battery tube.